Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness and lost consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 6 with event log 59 is an indication that the sensor had encountered an error, however, was able to recover and function as intended up until sensor termination. This is a part of software design and is not an indication of product non-conformance. Sensor state 6 with an event log 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The battery was measured and was found to be within specification a further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and no signs of damage were observed during the inspection. The sensor data in the initial scan from previous phase investigation was reviewed and the puck was observed to be in sensor state 6 (error termination) indicating that the sensor terminated due to an error. Event log 21 was observed which indicates the sensor terminated due to a brown out reset. The returned sensor's battery voltage was measured and result not within the specification. A power consumption test was performed using a keithley source meter and results were within specification. The results of the power consumption test show that the sensor is not drawing excess current. The returned sensor was observed to have terminated because of a brown out reset (event log 21). Given that the battery was measured under specification and the power consumption test passed, this issue is confirmed to a low voltage battery. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution this serves as a correction report. Section h11(additional MFR narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness and lost consciousness. There was no report of death or permanent impairment associated with this event.